Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to alleged pain, elevated metal ions, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to alleged pain, elevated metal ions, and tissue and bone destruction. Additional information received in operative notes indicates the revision procedure performed on (B)(6) 2007 was due to loosening and wear debris. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01340 / 01341 / 01342 / 1825034-2015-02081).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to alleged pain, elevated metal ions, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision on (B)(6) 2012 was loosening of the acetabular component. Operative report further noted wear debris around the femur and in the acetabular fossa and osteolysis. The modular head and acetabular cup were removed and replaced and a liner was implanted. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2012. The reason for the revision was pubic root fracture with painful acetabular component. Operative report further noted metal on metal changes in soft tissue, significant amount of bone loss with fibrous ingrowth at the cup, and a grossly nonunion freely mobile pubic root fracture with sclerotic bone attached. The acetabular cup, liner and modular head were replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states,"material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01340 / 01342).